Event description:
The pt presented with chronic severe right knee pain. The pt underwent a total right replacement over six yrs ago at another facility. He did relatively well until about 1 yr ago, when he started experiencing periods of chronic discomfort and severe swelling of the right knee. X-rays were done which showed a possible decreased space in the joint, possibly indicating a fractured plastic insert. In addition, a possible patellofemoral problem was noted. A total revision of the right knee was performed in 1999 without complications.